Event description:
This product was used in starting a-line right wrist by crna. Wire would not withdraw after catheter in position. Catheter and wire removed intact and j wire bent into two places. Second radial catheter kit used fir cannulation. Anesthesia requested product be reported to MFR for defect.